Manufacturer narrative:
Details of the complaint on (B)(6) 2019, (B)(6) reported the cns (mu-971ra sn: (B)(6) was having issues with video signal. Customer swapped monitor and issue was following the main unit. Service requested repair/loaner service performed customer no longer wished for service investigation result the cns warranty began 04/14/06, which is over 13 years prior to the reported issue. Warranty ended on 04/14/08. Review of device sap history found no previously reported issues with the unit. Device was not returned and no nka evaluation was performed. Condition of the unit is unknown. Per cns-9701a service manual rev. E, customer is advised to perform maintenance check on the unit once every six months. Customer's maintenance for this unit is not available. There is no record of nka servicing performed on this unit. Section 2 "troubleshooting" in the cns-9701a service manual suggests possible causes of display issues along with recommended action to take. Replacement of parts is addressed in section 4 "disassembly and assembly". The cns-9701a model was discontinued on 11/14/11 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the device warranty and support period. Due to the age of the unit, this issue is not suspected to be caused by deficient design. No further reported issues with the unit.

Event description:
The customer reported that the central nurse's station (cns) is losing video signal and cannot see anything on the screen. No consequence or impact to the patients were reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is losing video signal and cannot see anything on the screen. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) is losing video signal and cannot see anything on the screen. No consequence or impact to the patients were reported.